Event description:
It was reported that during patient use, a ventilator generated an abnormal noise and the mixer regulator pressure increased. The patient was transferred to another ventilator with no harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).. The ventilator was returned for evaluation and the customer reported malfunction was verified. Visual inspection and functionality performance tests were performed. The devices regulator air flow did not function properly. When the valve was adjusted to increase or decrease airflow the settings spiked above the set value. A piece was found loose inside of the valve which is a molded part. The field service engineer (fse) was unable to open the valve to inspect inside. The customer reported complaint was confirmed.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed. The serial / lot number was not provided. Therefore, no manufacturing date is available.